Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the opinion of the physician, the source of the infection was hematogenous and the root cause of how staphylococci got into the patient's blood stream was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).

Event description:
An ipg replacement surgery was performed on (B)(6) 2024. During this replacement, it was discovered that the ipg pocket was infected, and the patient was administered antibiotics and their ipg was replaced. The patient experienced pain, secretion, and aggregate migration. A culture was done, and the result was positive for staphylococci. On (B)(6) 2024, the patient's ipg and csl were explanted, and antibiotics were administered. Per the opinion of the physician, the source of the infection was hematogenous and the root cause of how staphylococci got into the patient's blood stream was unknown. The explant was successful, and no other adverse event was reported. The patient was discharged on (B)(6) 2024. As of (B)(6) 2024, the patient was doing very well however, there was no concrete plan for reimplantation.